Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was gained via the right radial artery. The physician was attempting to pre-dilate a 99% stenosed lesion located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery with this 2.75x8mm nc quantum apex balloon catheter. The balloon catheter was advanced to the lesion without resistance. The balloon was inflated to 16atms for 5 seconds, then to 18 atms for 5 seconds, and then ruptured on the third inflation at 22atms after 5 seconds. The device was removed from the patient intact. The procedure was completed with another nc quantum apex balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4) device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be user related as the device was reportedly inflated above the rated burst pressure. (B)(4)